Event description:
It was reported that this pacemaker exhibiting was premature battery depletion. The battery had depleted by three years and half in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.